Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since it was not possible to identify when the air/water nozzle was clogged with foreign material, olympus medical systems corp. (Omsc) determined that the device with the foreign material attached may have been used in the procedure. From the device inspection results, omsc was unable to determine the device nonconformity that affected the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the following information, foreign material such as gauze, foreign material derived from peripheral devices, body fluids derived from the human body, and adhered substances of the chemicals used may be clogged in the air/water nozzle, due to improper reprocessing after the procedure. -from the point results of the device, it was confirmed that the air/water nozzle was clogged with yellow crystals and black impurities. -the instruction manual states that foreign material on the distal end can be removed by cleaning the distal end and sending water to the air/water channel. The instruction manual states that the air/water nozzle at the distal end of the endoscope¿s insertion section should be inspected for irregularities. It also states the inspection of the air-feeding function and the inspection of the objective lens cleaning function. Therefore, the user can properly detect the reported event. In addition, the instruction manual states that the aw channel cleaning adapter should always be used to clean the air/water channel after each use, to prevent clogging of the air/water nozzle. It also states cleaning, disinfecting, and sterility procedures for the device. Therefore, the user may be able to reduce / prevent the occurrence of the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus for repair because the air/water nozzle was found to be clogged during reprocessing. The user completed the next procedure, colonoscopy, with another device, and the procedure was not delayed by more than 15 minutes. There was no report of patient injury associated with the event. The user reported that the device was reprocessed with the correct procedure. Olympus then inspected the device at the service department of olympus (B)(4) and found that the air/water nozzle was clogged with foreign material such as yellow crystals and black impurities.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. -the air/water nozzle was not deformed. -the device has not been repaired in the last year. According to the information provided by the olympus field service engineer, the foreign material could be removed from the nozzle. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.